Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger b3: event date is month and year valid  h3: analysis of the recharger found rtm never got hot after running it for 10 mins. Device scrapped by low reading should be higher than 30 reads 23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated for the last 2- 3 weeks they have been having problems with the recharger. Patient said the cord where the wire goes into the paddle gets really hot. Patient also said sometimes the quality will fluctuate from excellent to good or poor without them moving. Patient confirmed there was no visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the device.